Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use checks. Our field service engineer investigated the ventilator on site, found peep high alarm and issues in a pressure transducer. Logs and the failing pressure transducer printed circuit board (pcb) were returned for investigation. The failure was confirmed in received device logs, and event was dated to (B)(6) 2021. The returned pcb was mounted in a reference ventilator for simulated use testing and zero-pressure voltage drift was out of specification. Microscope images showed that the pressure sensor was dirty and had indication of liquid. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was probably caused by dirt/liquid on pressure sensor on the pressure transducer pc board. The cause of the dirt/liquid has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).